Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens and a suture was required to close the wound.